Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the air/water channel of the subject device tested positive for coagulase-negative staphylococci (1cfu), kocuria rhizophila (1cfu) and moraxella species (1cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, medivators advantage plus 2.0, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the instrument channel of the device tested positive for unspecified microbes (5cfu) and the air/water channel of the device tested positive for unspecified microbes (1cfu). The testing result cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined.